Manufacturer narrative:
Investigation results: visual investigation: we did not receive the outer packaging (box) but the sliding insert as well as the inner and outer packaging has been provided in an opened condition. We did not receive the outer packaging (box) but the sliding insert as well as the inner and outer packaging has been provided in an opened condition. Batch history review: the device quality and manufacturing history records (DHR) have been checked for all available lot numbers and the products found to be according to our specification valid at the time of production. There are no similar complaints against the same lot number(s) with this error pattern. The current failure rate is within the risk analysis and therefore acceptable. Conclusion and measures / preventive measures: on the basis of the current information and the investigation results, a clear conclusion can not be drawn. There is no indication for a material defect, manufacturing failure or design error on the basis of the device history record. Based on the investigations and results of the 8d report a CAPA is not necessary.

Manufacturer narrative:
Investigation on going. Additional information / results will be submitted in a supplemental report.

Event description:
It was reported that there was an issue with as e.motion. According to the customer description, it was reported that both packaging (outer and the inner) showed a continuous crack. The femur prepared for ps pro was fitted with an fp femur. An additional medical intervention was necessary. Additional information was not provided nor available / was not available. Additional information has been requested but not yet received as of this report. Additional patient information is not available. The adverse event / malfunction is filed under (B)(4) reference (B)(4).